Manufacturer narrative:
The returned lens is currently under evaluation. A supplemental report will be submitted upon completion of complaint investigation.

Event description:
It was reported that the surgeon did not like the way the lens looked so the lens was removed and a different lens was implanted. Additional information has been requested but has not been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found a tear, and portion of the trailing haptic plate missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7456329) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.